Event description:
The customer reported that the charge button works intermittently.

Manufacturer narrative:
The customer reported that the charge button works intermittently. The device was evaluated at philips and was extensively tested, but no trouble was found. The symptom could not be duplicated. The device passed all testing, and was returned to the customer.